Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify for failed battery test alarm or test the operating currents due to no button response. No spinning numbers anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was performed. The device was returned for analysis.